Event description:
It was reported that the home patient (hp) had a system error 2367 alarm. This occurred on the homechoice (hc) during dwell one, while the hp was connected. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm. The tsr explained that the supplies were compromised and the hp will need to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.